Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument with firing knobs retracted and the articulation lever in the neutral position. During evaluation, the in strument was successfully loaded with an egia60amt reload; however, an audible skip was noted during the firing cycle. An access hole was cut into the instrument body for internal visualization, revealing sheared teeth on the firing rack. It was reported that during the video-assisted thoracoscopic (vats) lung wedge resection, after pressing the green button, the handle could not be squeezed and the device did not fire. The second reload was connected to the same handle, but the same issue occurred. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when firing over tissue that is beyond the recommended thickness range, firing with an obstacle incorporated in the jaws and firing the reload, which is in interlock status. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, d9, g3, h3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a video-assisted thoracoscopic (vats) lung wedge resection, after pressing the green button, the handle could not be squeezed, and the device did not fire. The second reload was connected to the same handle, but the same issue occurred. Another handle and reload were used to complete the case. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: egia60axt egia60axt egia60 artic extra thicksulu - (lot#n4f2143y); egia60axt egia60axt egia60 artic extra thicksulu - (lot#n4f2143y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a video-assisted thoracoscopic (vats) lung wedge resection, after pressing the green button, the handle could not be squeezed, and the device did not fire. The second reload was connected to the same handle, but the same issue occurred. Another device was used to complete the case. There was no patient injury.